Event description:
Pt complained of pain one day post-op. Surgeon believed the aleutian lateral interbody cages implanted were too long and replaced them with shorter cages.

Manufacturer narrative:
Surgeon felt the length of the cages chosen is what caused the incident and has no concerns about the product.